Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving lioresal (baclofen) 10375 mcg/day 2000 mcg/ml via implantable pump. The healthcare provider (hcp) reported that the patient showed up at the emergency room (ER) due to symptoms that looked like he could be going through withdrawal from the baclofen. The area around the baclofen pump was oozing and there seems to be an infection per hcp. The patient could not communicate and was intubated. The patient factor to the event was living in the nursing home and being quadriplegic. The pump was interrogated, and the hospital doctor was notified the volume of the dosage and concentration from the drug. The pump only had 1.5 ml left in the pump so he may be getting under dosed. Due to possible infection, a refill was not planned. The pump will be removed soon. The patient weight and medical history were asked but unknown at this time. The patient status was alive and no injury. The issue was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reported the pump was explanted on (B)(6) 2023 due to infection. It was unknown if the event was resolved as the rep was not at the explant.

Manufacturer narrative:
Correction: h6. Patient code: e2402 is also appliable to this event. Img code: g04105 was updated/corrected to g07001. Imf code: f12 was updated/corrected to f1203 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.